Event description:
It was reported that an ilet user was transferred from the clinical line for a factory reset due to reporting too many less-than-meal announcements, after which a guided setup was completed including sensor pairing, pump rewind, cartridge and infusion set insertion, and weight entry to initiate automated insulin delivery. No reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included successful completion of setup and education with continued therapy. Investigation included user interview, device setup review, and education on meal announcement best practices. Investigation of this case revealed use error associated with incorrect meal size or frequency of announcements, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that user technique and understanding were the primary contributors, mitigated through troubleshooting and education.